Event description:
Devilbiss healthcare was notified of a complaint via FDA medwatch report mw5105589 involving a devilbiss stationary oxygen concentrator with a complaint of "extremely loud within 30 minutes of operation" and "low o2 alarm illuminated with audible alarm." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The report indicates the end-user purchased the device from an internet seller with the expectation of receiving a new unit but was shipped a used unit with 21,161 hours of use. Devilbiss is investigating the incident, including attempting to retrieve the unit for evaluation, and will provide an update if more information becomes available.